Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the forceps claw was damaged and removed because of stress, handling, or other factors. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of the biopsy port where you stick instrumentation, the whole port was pulled out of the scope. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was confirmed. Device evaluation found the scope biopsy port is missing, crack glue observed, image found blurry . Furthermore, the following findings during device evaluation were noted : leak from biopsy port, insulation result failed, defects of control body. Investigation is ongoing. This report will be supplemented accordingly following investigation.